Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting event occurred on an unknown date in 2017. This report is for one (1) unknown drill bit. Part and lot numbers are unknown; UDI number is unknown. 510k is unavailable. Device is an instrument and is not implanted/explanted. Fragments remain behind in the patient. It is unknown if the device will be returned. Facility name, address and phone number was not available for reporting. Initial reporter was sales consultant/affiliate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown procedure on an unknown date in 2017, the tip of the drill bit broke and became lodged in the bone. The surgeon couldn't extract the drill bit fragment and completed the procedure leaving a broken part of the drill inside patient's body. Post-operatively, the patient complained of inflammation and swelling in the bone fracture area. The surgeon noted inflammation and swelling was noted pre-operatively. Surgical delay is unknown. Patient status is unknown concomitant devices drill (part # unknown, lot# unknown, qty 1). This is report 1 of 1 for (B)(4). This report is for one (1) unknown drill bit.